Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, g2. Additional information added to fields: d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacturer was able to confirm whether the customer's reprocessing steps were not deviated from the instructions for use. Based on the results of the investigation, the foreign material in the suction channel was unable to be identified. Furthermore, physical damage was not confirmed at the place where the foreign material remained. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "-detection methods are written in instructions for use: cf-290 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: cf-290 series reprocessing manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material in the suction tube observed during preparation for use. There was no report of patient injury or medical intervention associated with this event.